Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a box of exactamix 3000 ml eva tpn bags was emitting a foul odor. The customer reported that the box smelled odd which irritated their eyes. This issue was identified when opening the box prior to patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured june 22, 2018 - june 23, 2018. The device was received contaminated inside a garbage bag and non-airtight packaging. The sample had a unidentified odor upon receipt. Due to the condition of the returned sample, no further testing could be performed. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.